Event description:
The manufacturer's representative reported that the patient was experiencing loss of efficacy. The patient had undergone trunk to pelvis spinal fusion and began to have issues soon after. Several failed catheter dye studies were performed; hcp did not feel catheter replacement was warranted at that time. Approximately 3 months ago, workup showed possible infection, but investigation showed everthing was "fine." The patient continued to experience symptoms of intermittent fever, tachycardia, blood pressure issues, increased flaccidity and spasticity and occasional episodes of unresponsiveness. The pump contains compounded baclofen 4000 mcg/ml. The hcp then proceeded to remove the spinal fusion hardware. The hcp decided that there may be an intermittent kink in the catheter and planned catheter revision at that time. Several pockets of pus were found; hcp did not feel the infection was related to the pump or catheter but rather the spinal hardware. The patient is currently receiving antibiotics; catheter and pump replacement is planned for the near futhre. It is uncertain if the system remains in place currently.

Event description:
Additional information: it was later reported that the pump was explanted after the patients first dbs system was implanted. Per the reporter the patient had overdosing and under-dosing of baclofen due to the spinal fusion done. Scar tissue was obstructing the patient's medication flow.

Manufacturer narrative:
(B)(4).